Manufacturer narrative:
Results - without a lot number, we are unable to review the device history record or material review report for any irregularities that may have been found during the manufacture of the product. One 18 gauge catheter, in two pieces, was received for analysis. Portion 1 consisted of the molded junction and a slight portion of catheter tubing in the correct mfg placement within the oval disk . Portion 2 consisted of a piece of catheter tubing approx 43.4 cm in length. Portion 1: microscopic examination confirmed the nose of the molded junction exhibited damaged jagged edges, tears and flaring. Portion 2 confirmed that the area of separation exhibited jagged edges, tears and flaring. No other damage or abnormalities were noted. Conclusions - the engineer confirmed that the separation occurred within the nose of the molded junction. The damage noted is characteristic of a separation (jagged edges, tears and flaring) caused by stress to the catheter. The bd first PICC catheters are 100 percent pressure tested (flow/leak) to insure the catheter has no leaks or occlusions prior to acceptance. A pull test is performed per the specs to insure catheter strength and integrity. (B) (4). (B) (4).

Event description:
The catheter was inserted on (B) (6) 2009, in the right basilic vein with no difficulties encountered during insertion. Two days after the pt had been discharged, the catheter was found broken.